Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was between 400-500 mg/dl. Customer alleged pump was the suspected cause of the elevated bg. To address bg level, customer bolused via the pump and administered manual injections. Customer declined to complete pump system check with tandem technical support. Reportedly the customer reverted to manual injections for insulin therapy.